Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient and her husband were at dinner when she felt a drop in her blood glucose. She experienced hallucinations and was semi conscious. The patient's husband called emergency medical technician's. When they arrived, the patient's bg was 40 mg/dl while the cgm was displaying 90-100 mg/dl. Emts administered the patient with glucagon pen. The patient recovered after treatment and did not require a hospital visit. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The single reported glucose value and range provided for the second value of the set falls within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.